Manufacturer narrative:
No product is being returned for evaluation but lot # is provided. A device history report is currently reviewed by engineering. A final report will be sent once the results have been analyzed. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.

Event description:
"String broke when trying to close the endo bag - 4 bags were used & broke - broken bags were discarded." Patient status: satisfactory as of this date (B)(6) 2013

Manufacturer narrative:
Reference MDR#: 2027111-2013-00500; 2027111-2013-00501; 2027111-2013-00502; 2027111-2013-00503. Investigation summary: the event product was not returned for evaluation; however, seven sterile units were returned. In the absence of the subject device, it is difficult to determine the root cause of the incident. The exact root cause of the string breakage remains unknown. Engineering tested the returned sterile units and found that the units functioned without incident. This document represents our final report.